Event description:
Reporter alleged obtaining a blood glucose result at 5:00 pm of 402 mg/dl on her advantage system and she stated feeling "normal"; however, she ate less food due to the reading. Reporter stated testing blood glucose at 10:30 pm because her level was elevated earlier and she obtained a glucose result of 400 mg/dl. At that time, it was stated the reporter's relative drove her to the emergency room (ER). At the ER, it was stated reporter obtained a blood glucose result of 500 mg/dl on her same advantage system compared to the nurse's measurement of 47, 54, and 57 mg/dl that was performed within 5-10 minutes afterwards. Reporter stated she felt hypoglycemic symptoms at the time and was provided orange juice by the nurse at the ER. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.